Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system c arm movement is not happening. Upon functional testing, the fse found that the r-cabinet dcps power supply output was not coming. The fse changed the power supply of the r cabinet. After replacing the power supply in the r cabinet, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the c-arm will not move. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the r- cabinet dcps power supply. The fse r- cabinet dcps power supply and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.